Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a known deterioration of their driveline. Interrogation done on (B)(6) 2023 showed replace backup battery on (B)(6) 2023. The emergency backup battery (ebb) has been replaced every 3 months. It was suspected that the alarms occur due to the extensive damage on the external possibly on the internal device. The log file captured ebb faults due to the ebb failing the load test. As the ebb has been replaced several times, if the issue was to reoccur, a controller exchange was recommended but the patient was too high risk for a controller exchange and was not an option electively. There were also a few other ebb faults that resolved on their own. The ebb faults were unrelated to the driveline damage. The log file phase data was normal. One isolated low flow event was noted on (B)(6) 2023 that possibly did not trigger an alarm. Related MFR for the controller: 2916596-2023-05370

Manufacturer narrative:
Related MFR number#: 2916596-2020-03747 and #: 2916596-2021-02051. Manufacturer's investigation conclusion: the report of superficial damage to the silicone jacket of the patient¿s driveline could not be confirmed through this evaluation as no images were submitted for review and the patient remains ongoing on ventricular assist device (vad) support. Evaluation of the submitted log files confirmed a low flow event; however, it was unable to be determined if the low flow event resulted in an alarm. A direct cause for the event could not be conclusively determined through this evaluation. The submitted log file contained events and data from on (B)(6) 2023. The pump operated at the fixed speed for the duration of the log file. The log file recorded a low flow event on 13may2023. It was unable to be determined if the low flow event resulted in an alarm. The log file appeared to capture the pump operating as intended. Multiple requests for additional information were issued to the customer; however, no further information was provided. The patient remains ongoing on ventricular assist device (vad) support. Review of the device history records for (B)(6) showed no deviations from manufacturing or qa (quality assurance) specifications. The heartmate ii lvas instruction for use (IFU) is currently available. The section entitled ¿pump performance monitoring¿ under patient care and management covers wear and tear to the driveline. Section 1 "introduction" of the IFU provides an explanation of pump parameters, including pump flow. Section 4 provides more information regarding pump parameters and also describes situations which may result in a low flow hazard alarm. Section 6 "patient care and management" explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling, explains that pump flow is estimated from pump power, and addresses assessing pump flow. Section 6 (under "anticoagulation") outlines the suggested anticoagulation regimen (including inr range) for patients using the heartmate ii lvas. Section 7 ¿alarms and troubleshooting¿ describes alarm conditions including the low flow hazard as well as the appropriate actions associated with them. Heartmate ii lvas patient handbook is currently available. Section 4 of this handbook contains information on ¿caring for the driveline.¿ however, hmii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and movement/flexing over time. No further information was provided. The manufacturer is closing the file on this event.